Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, a thrombosis occurred. In 2004, a taxus express2 2.75 x 16 mm drug eluting stent was implanted in the 80-90% stenosed mid circumflex (cx) artery. The lesion was predilated with another manufacturer's 2.5 x 15 mm balloon, inflated to 12 atms for 62 seconds. The taxus stent was deployed at 12 atms for 40 seconds and the balloon was reinflated to 14 atms for 45 seconds. The patient received integrilin. Lovenox and nitroglycerin during the procedure. No complications were reported. In 2005, the patient returned with an acute inferolateral wall myocardial infarction. The cx artery was totally occluded in the mid to distal aspect of the previously placed taxus express2 stent. The physician encountered difficulty trying to position multiple wires. Finally a 14 high torque floppy wire was positioned and a short 3.0 mm balloon was used to dilate the occluded segment. There was a branch of the cx which had a severe lesion in it and was jailed by the stent. This branch was wired and subsequently the involved area in the main cx was stented with a 3.0 x 18 mm taxus express2 stent. Final result was 0% residual stenosis. The procedure was complicated immediately after the patient had reestablishment of flow down the cx by sustained ventricular tachycardia. The patient maintained a blood pressure of around 80-90 systolic with this dysrhythmia and the arrhythmia was broken with 100 mg lidocaine. No further complications were reported. The patient received reopro during the procedure. Aspirin and plavix were maintained and the patient was started on an aggressive cholesterol lowering therapy.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.